Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that a no signal message appeared when a blade / baton was connected. They replaced a blown fuse that caused the blade / baton not to be detected. A test blade was plugged into the monitor, powered on and the image quality was good. The device was returned to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, there was a no signal error message and the buttons wouldn't work except for the on/off button. A delay in the procedure of unknown duration occurred as a back-up gvl was obtained. No harm to patient or user was reported.